Manufacturer narrative:
Follow-up #1: date of submission 08/01/2014, device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: the keypad is fully intact. The contrast, up and down keys are intermittently responding to user presses. The ok key is fully responsive to user input. Removed the keypad cover; contamination was found under the up, contrast and down key contacts. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging the up keypad button was intermittently unresponsive and required increase force to engage. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusion can be made at this time.